Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic segmental resection, when stapling, a transparent piece of plastic was noted adhering on the clamp cover. The jaws locked on the tissue but was able to be removed normally. The plastic material was collected. There was no patient injury.